Event description:
It was reported that over-sensing of noise was detected on the right atrial (ra) lead via a review of remote transmissions. An insulation breach was noted. The ra lead was extracted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise was not confirmed, while the reported event of insulation damage was confirmed. As received, a partial lead was returned in four pieces. Visual inspection found the lead was damaged, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures, however, an internal short was noted between conductor paths due to procedural damage to the inner insulation. X-ray examination of the partial lead did not find any anomalies except for procedural damage. The cause of the reported event of insulation damage was consistent with procedural damage.